Event description:
There was a balloon rupture during a percutaneous transluminal angioplasty. There were no anomalies noted during product inspection or when prepping device. Procedure of "reinflation" of a stent located in the aorta artery with severe calcification was being performed. The guide wire was introduced and inserted into the balloon catheter without any resistance. Indeflator was used to inflate balloon however balloon's pressure could not be taken higher than 2 atms. The contrast solution was observed inside the balloon without any leaks. The indeflator was removed, reattached and inspected without any leaks observed. The balloon was deflated and removed without difficulties.